Event description:
The patient's pump had been dry for about a year. The health professional planned to refill the pump in 2008. The pump log indicated that there was a "tube set message" for 117 hours. It was also reported that the patient had been seen by a nurse about five days prior, and the pump was shut off. The physician decided to perform a catheter dye study to be sure the catheter was patent. He was unable to aspirate the catheter, so he decided to try to push the dye through. The dye study was inconclusive. The pump was filled with saline and the patient was to return at a later time for a reservoir volume check. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.